Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an impedance of 191 on contact 1 in mono polar. The implantable neurostimulator was replaced and the impedance issue did not resolve. The issue was not resolved at this time.